Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the hydrophilic coating of the guidewire peeled off. A 180cm x 25cm fathom¿ -16 was selected for use. During procedure, it was noted that the hydrophilic coating of the guidewire uncoupled from the device. The device was removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter shaft and outside coating was inspected for damage. The coating was checked and found to be uniform and smooth throughout the devices length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the hydrophilic coating of the guidewire peeled off. A 180cm x 25cm fathom¿ -16 was selected for use. During procedure, it was noted that the hydrophilic coating of the guidewire uncoupled from the device. The device was removed from the patient's body. No patient complications were reported.